Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Therefore the condition could not be confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for continuous ambulatory peritoneal dialysis (capd). The peritonitis manifested as cloudy effluent and abdominal pain, as a result the patient was hospitalized. The patient was treated with cefazoline and fortum (1gm, every day, ip) for the peritonitis. On a later date, the patient recovered from the peritonitis.